Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported they were charging on (B)(6) and fell asleep. They thought their implant was fully charged but the patient couldn¿t turn stimulation on. They tried to charge but were receiving poor telemetry or no telemetry with recharging and were unable to recharge. The antenna was positioned over the implant but the reposition antenna screen was seen and the issue wasn¿t resolved. The antenna locate feature was used and a recharge session was attempted which resolved the issue. The patient got a power on reset (por) message and the implant started charging. The patient was instructed to call back after recharging to get help clearing the por; if it couldn¿t be cleared over the phone then the patient would need to see a doctor. No patient symptoms were reported. Relevant medical history includes non-malignant pain.